Event description:
Pt called lfs alleging that their surestep enhanced meter was prompting error 1. The pt neither alleged harm nor experienced injury or medical intervention. The customer service representative walked pt through troubleshooting. The meter was cleaned and retested and the error 1 message re-appeared. The confirmation dot color closely related to the 350 mg/dl-range. This would indicate that the pt's blood glucose level was running 350 mg/dl and higher, possibly exceeding 500 mg/dl. No symptoms were reported. Pt was asked to open a new vial of test strips (same lot number) and retest. The meter did not prompt error 1. Pt confirmed using correct testing techniques. Based on the troubleshooting steps, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable.